Event description:
Same case as MFR report #: 2134265-2010-04521, 2134265-2010-04522. It was reported that during a percutaneous coronary intervention, a vessel occlusion occurred. The patient presented with a myocardial infarction and vast disease of the left anterior descending artery (lad). The patient was not a surgical candidate. Three lesions were located in the lad that almost continuously covered the vessel. The lesions in the lad were 99% stenosed and in a small, severely tortuous and severely calcified lad that was almost totally occluded and had minimal flow. The patient was treated with heparin and angiomax. A non bsc wire was advanced to the lesion. A 1.5x15mm apex push balloon was advanced to the lesion, and crossed the first lesion, but could not reach the second or third. An iq wire was placed in the marginal branch artery as a buddy wire to assist in the delivery of a 1.5x15mm apex flex balloon, but the balloon could not cross the lesion. A third wire, a non bsc device, was placed into the lad as a second buddy wire, but the apex flex failed again to cross the lesion. Under fluoro a clot was noted in the proximal lad. All devices were removed and a medium to large clot was noted on one of the non bsc wires. Under angio a clot was still seen in the lad. The patient was confirmed to be properly anti-coagulated several times throughout the case. The patient was placed on integrilin and a balloon pump was placed. After 35 minutes the clot had begun to resolve and the patient was treated again with integrilin. No further medical intervention was performed. The physician commented that she thought the number of devices in the artery without the treatment of integrilin further reduced the flow of the vessel, causing an occlusion and resulting clot. No further patient complications occurred. The patient has been discharged and patient status is reported as stable.

Event description:
It was reported that the device was explanted after an implant duration of approximately 4.33 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis and mitral regurgitation. Per the operative report of (B)(6)2010: "the left atrium was opened anterior to the right pulmonary veins. There was seen to be a disruption of the base of the anterior leaflet with a perforation and dehiscence of the ring between the trigones. There were numerous vegetations and signs of endocarditis. The ring was excised and sent for cultures. All vegetations were debrided back to healthy tissue."

Manufacturer narrative:
This event was learned through implant patient registry. Through follow-up with the health-care provider via fax, a response and a copy of the operative report was provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.